Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have wire frayed, no patient involvement. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.